Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of (B)(6). Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted device will not be returned.